Event description:
During a therapeutic dilatation of theduodenum, the patient, sustained a minor perforation of the duodenal wall with scarring of the mucosal wall caused by the plastic nib at the tip of the balloon.no intervention was required.the procedure was completed and there were no other adverse affects reported.